Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient on (B)(6) 2015 felt a foreign body sensation in their right eye, and having blurred vision, the patient went to their ecp where they were told that their cornea had "peeled off." The ecp provided the patient with eye drops and informed them that their vision acuity had reduced by one-third. The alleged event is being reported in an abundance of caution based on the description of the injury, the reduction of visual acuity, and permanent injury is unknown.